Event description:
Patient had a dislocation of the 28mm ID head from the 53mm od dual mobility head. The surgeon removed the implanted 28mm head and the 53mm dm head and replaced it with a 28mm +12.5 ID head and a new 53mm od head.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.